Event description:
Device analysis completed and updated in h 10.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd extension sets. Device arrived and visually inpected 12'-16' with no abnormalities detected, however a kink was detected on the pump tube in the sample caused by the ffp system and believe was caused by not returned with blue clip. Functional testing done with hydrostat vessel with the cadd pump solis to create the gravity. No alarms and no leaking was detected. Other analysis was to review manufacturing and proecess by quality engineer on (B)(6) 2019, in order to verify that there are no situations or practices that could create the event as described in "complaint description" section. This was looked in mitigation. No problems found with cadd extenstion sets, complaint could not be confirmed or root cause established. Updated fields b 4 b 5 g 7 h 1 h 2 h3 h 6 h 10.

Event description:
Information was received indicating that during use of this smiths medical cadd administration set, medication could not be infused, and the pump exhibited upstream occlusion alarm with continuous beep. The reporter also noted that the issue persisted even after switching out multiple pumps. No patient consequences were reported. No adverse effects were reported.